Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of the left device, diagnosed by ultrasound. Explant surgery has not been scheduled yet.

Event description:
Patient reported, rupture of the left device. Diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as an unidentified (tear) opening (shell thickness was within specification) additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported rupture of the left device, diagnosed by ultrasound. Explant surgery has not been scheduled yet.